Event description:
It was reported while using bd vacutainer® sst¿, closure separation occurred with one (1) tube resulting in the sampling needle to bend causing the analyzer to stop. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. One of the customer photos shows a tube with a deformed stopper without a shield. The customer described that their machine attempted to remove the shield and stopper, but the stopper remained due to the deformity. Additionally, 29 retained samples were sent for testing. Functional tests on these samples showed that none of the samples failed. No definitive root cause from manufacturing was identified as a contributor to the reported defect of closure separation. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, closure separation occurred with one (1) tube resulting in the sampling needle to bend causing the analyzer to stop. No adverse impact was reported regarding the patient or user.